Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
Additional information was received which indicated the device had intermittent far field r-wave (ffrw) sensing on the atrial channel despite the low atrial sensitivity setting. It was also noted that the device was implanted after the use-by-date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) data collection indicated the parameters of stimulation sensing rate incorrectly. The healthcare professional was advised on parameter settings and adjustments. The ipg remains in use, and no patient complications have been reported as a result of this event.